Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to pain at the pocket site. The physician relocated the pocket from posterior side to anterior side of the belly. The pt is reportedly doing well.